Manufacturer narrative:
Sensor 3mh061evml0 has been returned and investigated. The sensor plug is fully seated and no physical damage is observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Based on returned product download section d4 (serial number) was updated from (B)(6)to (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. Customer reported receiving lower sensor scan results when compared to readings obtained on an adc meter, however results were not provided. As a result, customer experienced a loss of consciousness, "sleeping tongue", and tremors and was unable to self-treat, requiring third-party treatment of sugar by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. Customer reported receiving lower sensor scan results when compared to readings obtained on an adc meter, however results were not provided. As a result, customer experienced a loss of consciousness, "sleeping tongue", and tremors and was unable to self-treat, requiring third-party treatment of sugar by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.